Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, the patient and stepmother were out shopping at one point they got separate. The stepmom went into the other store door and the patient went to the parking lot and remember sitting on the curb, she was confused and passed out. A lady who was about to open the movie theatre saw the patient and called an ambulance. The patient regained consciousness inside the ambulance. The medical personnel treated the patient with liquid sugar gel and they took a bg reading which was 40 mg/dl and the cgm reading was 100 mg/dl. At the time of the report, the patient was feeling fine. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.